Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated troponin results which included a search for similar complaints, review of complaint text, trending data, labeling, device history records, retained testing, customer returned testing, and historical performance. The historical performance of reagent lot 41195un20 was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians are within the established limits. However, review of the data associated with reagent lot 41195un20 indicates the cal f rlu are not within the established limits. Therefore, accuracy testing was performed with a retained kit of lot 41195un20 and an internal troponin-I panel. Acceptance criteria were met, which indicates acceptable product performance. The returned patient sample was tested via the analytical specificity testing plan. The sample generated the customer's expected result of 0.023 ng/ml. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 41195un20 and the complaint issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent, lot number 41195un20, was identified.

Manufacturer narrative:
Patient identifier- multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported false positive architect troponin results on 5 patients. The results provided were: on (B)(6) 2020 (B)(6) = 0.01ng/ml (critical cutoff >/=0.04ng/ml) / 0.04 / re-spun and repeated = 0.02 / 0.02ng/ml: (B)(6) = 0.06 / 0.03 / re-spun and repeated = 0.05, 0.05ng/ml; on (B)(6) 2020 (B)(6) = 0.02 / 0.05 / re-spun and repeated = 0.02 / 0.03ng/ml; (B)(6) = 0.02 / 0.05 / re-spun and repeated on a different architect = 0.03 / 0.03ng/ml; on (B)(6) 2020 (B)(6) = <0.01 / 0.04 / re-spun and repeated on different architect = 0.02 / 0.01ng/ml. There was no reported impact to patient management.